Manufacturer narrative:
Failure analysis (fa) lab received a vela main pcba. The vela main pcba was installed in to a known good unit. The unit was powered in service mode and the event error log was viewed, found multiple xdcr events recorded in log. A xdcr calibration was performed. Express and turb press passed calibration. Xflow xdcr pressure failed 0 pressure calibration @ ad 35, by specification min: 37, max: 680, and previous at 197. The customers issue of vent inop was able to be duplicated and isolated to a bad xdcr pt802. This reported event considered a known issue addressed with an internal action. The vela main pcba was scrapped.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator is giving "vent inop, motor fault and circuit disconnect continuously. No patient involvement.